Event description:
In late 2008, the pt reported he received an occlusion message on his insulin infusion device. He stated his infusion headset has been in use for 6 days. He was advised to change his headset every 3 days. The infusion set was also being used past its expiration date of 11/01/2008. When the pt removed his headset, he discovered the cannula was bent. The pt stated he will change to an infusion set that is not expired. A complimentary infusion set insertion device was sent to the patient. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.